Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 069 alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1; date of submission: 09/13/2016. The device has been returned and evaluated by product analysis on 08/19/2016 with the following findings. A hard ¿call service (cs) 69¿ alarm was reproduced during the rewind step; the remaining steps were unable to be verified. The ¿cs69¿ failure was written as ¿cs87¿ failure in the black box. A component failure was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.